Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade IV, rupture.

Event description:
Healthcare professional reported, right side ¿implant has risen and is firm to touch". And "capsular contracture, baker grade 4". Later reported, ¿rupture¿. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Malposition: unable to confirm as it is a medical event not related to the device. Seroma-late : unable to confirm as it is a medical event not related to the device. Rupture: not observed additional observations crease flat observed.

Event description:
Healthcare professional later reported baker grade was ii and "'cloudy fluid found around implant".

Event description:
Healthcare professional reported, for right side. "Right implant has risen and is firm to touch". "Capsular contracture, baker grade unknown". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
A healthcare professional reported that a patient experienced ¿implant has risen and is firm to touch" and "capsular contracture baker grade 4". Device remains implanted.